Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a history of obesity, congestive heart failure, chest pain and kidney disorder. It was also reported that the patient underwent a heart transplant. The patient was on the following medications at the time of the transplant: amiodarone 200 mg twice a day, atorvastatin 80 mg once a day, bumetanide 1mg twice a day , bupropion 300 mg once a day, colchicine 1.2 mg as needed, dobutamine 5 mcg/kg/min, eplerenone 100 mg once a day, ferrous sulfate 325 mg 3 times a week, isotretinoin 40 mg twice a day, lorazepam 0.5 mg once a day, magnesium oxide 400 mg twice a day , metolazone 2.5 mg three times a week, pantoprazole 40 mg once a day, potassium chloride 80 mq three times a day, warfarin 4 mg once a day.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia and renal dysfunction. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b3: date of event has been estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient was shocked twice on (B)(6) 2025. It was noted that the patient was at the hospital the previous week for shocks and was started on amiodarone 200 twice a day.